Manufacturer narrative:
Product analysis: the freezing behavior could neither be confirmed nor reproduced. The software update and printing issues were confirmed. The keyboard was found to broken, and was replaced. The electrocardiogram (ECG) connector was found to be loose and was replaced. The programmer failed an antenna connectivity test. Antenna connections were re-seated. A display hasp was found to be broken, and was replaced. The hard drive was replaced, the software was reloaded and updated, and the device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer display was freezing, intermittently. It was further reported that the programmer was unable to complete a software update. It was further reported that the programmer displayed a message, indicating that the print queue was full, despite the queue being empty. The programmer was returned for service. No patient complications have been reported as a result of this event.